Manufacturer narrative:
Citation: y.okamoto et al. "Early and late outcomes of aortic valve replacement using bioprosthetic versus mechanical valve in elderly patients: a propensity analysis" doi: 10.1111/jocs.12719 (j card surg 2016;31:195¿202) earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early and late outcomes of aortic valve replacement using bioprosthetic versus mechanical valve in elderly patients: a propensity analysis. All data were collected from a single center between january 2001 and july 2014. The study population included 277 patients (predominantly female, mean age 80 years), 24 of which were implanted with medtronic ats mechanical valves (serial numbers not provided). Among all patients 14 deaths occurred. Multiple manufacturers were noted in the literature; based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: cardiac arrhythmias (atrioventricular block, ventricular fibrillation), re-operation for bleeding, stroke, infection, congestive heart failure, myocardial infarction, angina, minor paravalvular leak, thromboembolism. Based on the available information, these adverse events may have been attributed to medtronic product.